Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effect death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported angina and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. However, based on the reported information, the reported death was not related to the device or the procedure.

Event description:
It was reported that the promus stent was implanted on (B)(6) 2010. On (B)(6) 2012, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.